Event description:
The infusion pump was involved in an overdelivery of a morphine sulfate solution. Reportedly the pt was transferred to radiology for a ugi with a ms drip at 1 ml/hr. There was approx. 93 mg of drug in the IV bag at the time (1mg/1ml). 1.5 hrs later the pt was unresponsive having some jerking movements. The IV container was found empty. It is not known what the pump was displaying at the time. The pt was given narcan 0.4mg ivp and oxygen at 4 liters. The pt returned to pre-incident status. The hospital was not able to determine the cause of the occurrence.